Event description:
It was reported that the patient twiddled and flipped the implantable cardioverter defibrillator in the pocket; the right ventricular lead dislodged. The patient was asymptomatic to the event. Both the device and the lead were explanted. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.